Manufacturer narrative:
H6: patient code of shock corrected to cardiogenic shock. H6: patient code of low blood pressure/ hypotension added.

Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was not on any anticoagulation medication prior to the procedure. A versacross connect system was utilized for trans-septal puncture (tsp). The physician encountered difficulty dilating the left femoral vein with the versacross connect system, but was ultimately able to dilate using the dilator of the versacross connect system. When the versacross wire was advanced from the femoral vein to the inferior vena cava, a kink was observed at the distal end of the versacross wire. A new versacross wire was opened and used. With the new versacross wire, the physician attempted to access the interatrial septum with the versacross connect 2-3 times. The versacross connect was removed and exchanged for a versacross and the septum was successfully crossed with the versacross wire. During the tsp approach, the echocardiogram physician noticed something near the fossa and possibly on the versacross catheter. The echocardiogram physician concluded that the object was reverberations from the catheter and the pacemaker wires. When the versacross connect system was removed from the patient's anatomy, the distal tip was observed to be damaged. The versacross connect system was then flushed and small clots flushed out of the system. The laa was accessed with a pigtail catheter. A watchman access system was advanced and positioned and a 27mm watchman flx closure device and delivery system (wds) was advanced and deployed. The echocardiogram physician made a note of the patient's blood pressure. The wds was recaptured. During recapture, the physician encountered difficulty keeping the core wire stable while advancing the sheath over the face and shoulders of the closure device. Release criteria was reviewed, and the compression was noted at 29-33%. The wds was released. After release, compression was re-measured at 28-31%. An effusion sweep was performed revealing no pericardial effusion. Post-procedure, the patient was alert after extubating. Approximately one-hour post-procedure, the patient became short of breath and was reintubated. The patient decompensated, experiencing cardiac arrest with pulseless electrical activity for 30 minutes followed by ventricular fibrillation and shock. A check was performed for pericardial effusion, which was clear. The patient received cardiopulmonary resuscitation, defibrillation, and a transfusion. Despite efforts, the patient died. The official cause of death was cardiac arrest.

Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was not on any anticoagulation medication prior to the procedure. A versacross connect system was utilized for trans-septal puncture (tsp). The physician encountered difficulty dilating the left femoral vein with the versacross connect system, but was ultimately able to dilate using the dilator of the versacross connect system. When the versacross wire was advanced from the femoral vein to the inferior vena cava, a kink was observed at the distal end of the versacross wire. A new versacross wire was opened and used. With the new versacross wire, the physician attempted to access the interatrial septum with the versacross connect 2-3 times. The versacross connect was removed and exchanged for a versacross and the septum was successfully crossed with the versacross wire. During the tsp approach, the echocardiogram physician noticed something near the fossa and possibly on the versacross catheter. The echocardiogram physician concluded that the object was reverberations from the catheter and the pacemaker wires. When the versacross connect system was removed from the patient's anatomy, the distal tip was observed to be damaged. The versacross connect system was then flushed and small clots flushed out of the system. The laa was accessed with a pigtail catheter. A watchman access system was advanced and positioned and a 27mm watchman flx closure device and delivery system (wds) was advanced and deployed. The echocardiogram physician made a note of the patient's blood pressure. The wds was recaptured. During recapture, the physician encountered difficulty keeping the core wire stable while advancing the sheath over the face and shoulders of the closure device. Release criteria was reviewed, and the compression was noted at 29-33%. The wds was released. After release, compression was re-measured at 28-31%. An effusion sweep was performed revealing no pericardial effusion. Post-procedure, the patient was alert after extubating. Approximately one-hour post-procedure, the patient became short of breath and was reintubated. The patient decompensated, experiencing cardiac arrest with pulseless electrical activity for 30 minutes followed by ventricular fibrillation and shock. A check was performed for pericardial effusion, which was clear. The patient received cardiopulmonary resuscitation, defibrillation, and a transfusion. Despite efforts, the patient died. The official cause of death was cardiac arrest.